Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number c3tr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) was explanted. The patient is a participant in the observe study. No further patient complications have been reported as a result of this event.